Manufacturer narrative:
Device monitored for several days and no blank display noted. Device monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p) and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 337 mg/dl the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The insulin pump will be returned for analysis.